Event description:
The customer reported via phone call that the insulin pump had motor error alarms during basal and priming. The customer reported that the device lost all of its settings. Customer stated that she had been receiving more errors after set changes. Troubleshooting was started, but the customer was no longer using the insulin pump. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion tests. Unit was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.